Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01995.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a pod10 and ruby coils. It was noted that the patient's anatomy was extremely tortuous. During the procedure, the pod10 pusher wire became kinked during advancement through the introducer sheath. Therefore, the pod10 was removed. Next, the physician was advancing a ruby coil through lantern delivery microcatheter (lantern) towards the target location and encountered resistance while advancing around one bend in the vasculature. However, the physician decided to continue advancing the ruby coil and reported that it unintentionally detached within the lantern. The ruby coil and lantern were removed together from the patient and the physician then removed the ruby coil from the lantern. The same lantern was then re-advanced and used to complete the procedure with another coil. There was no report of an adverse effect to the patient.